Event description:
It was reported by the rep that the (1) tsb45 and the (1) tr45b were used during a laparoscopic appendectomy procedure. It was reported that the stapler misfired. The surgeon tried a new reload and it did not fire completely. There was no consequence to the pt.